Manufacturer narrative:
No product was returned and no functional tests or inspections could be performed. No x-rays, scans, pictures, or physicians reports were provided. The mediastinitis that was reported was most likely caused by the superficial sternal wound infection; however, details on what cause the infection could not be determined based on the information provided. For these reasons, the complaint could not be verified and the most likely underlying cause of this complaint could not be determined.

Event description:
The distributor reported she and the sales representative have tried to visit the surgeon several times, however he is not willing to discuss this case further. The surgeon stated the patient is now recovered and was discharged from the hospital few weeks prior to (B)(6) 2017.

Manufacturer narrative:
The part number reported in MFR #0001032347-2017-00401 is incorrect. The correct product involved is a sternalock blu plate, however the part number is unknown.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The lot number is unknown; therefore the device history records are unable to be reviewed. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. The screw part numbers are unknown at this time. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported a patient who developed a superficial sternal wound infection, mediastinitis and is currently in intensive care unit. Additional information was requested but has not been received at this time.